Manufacturer narrative:
The astral device was returned to a third-party service center. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit (psu) was inoperable. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a defective power supply unit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).